Manufacturer narrative:
Covidien reference number: (B)(4). The control printed circuit board was replaced and passed all testing.

Manufacturer narrative:
(B)(4). The ventilator was returned for evaluation. The service engineer evaluated the device and verified the reported complaint. The device was attempted to be powered up on alternating current and it could not be powered up. A constant audible alarm was generated when the power switch was pressed. The device was attempted to be powered up on battery and it could not be powered up. A constant audible alarm was generated when the power switch was pressed. The control printed circuit board was identified as faulty. The repair of the ventilator is yet to be completed.

Event description:
It was reported that a ventilator display was black after it was powered on and it generated an audible alarm. There was no patient involvement.